Event description:
Patient died after bicycle accident. Emergency treatment at scene and hospital. Lead fracture noted during autopsy. Xray shows lead is 'indented' and touching another lead where insulation is cracked.